Manufacturer narrative:
Initial reporter name and address: (B)(6).

Event description:
It was reported that balloon rupture occurred. A 3.00mm x 8mm nc emerge balloon catheter was advanced for dilation. However, during inflation at below nominal pressure, the balloon ruptured at the mid portion of the balloon. The device was removed and the procedure was completed with a different device. There were no patient complications and the patient was stable.